Event description:
Customer reported the insulin pump had two cracks on the insulin pump and they are located on the screen. Customer's blood glucose was 90 mg/dl. Customer was unsure how the damage occurred but they have been there for four months. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, display window and battery tube threads. Unit received with minor scratched lcdwindow.